Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a sudden high out of range shock impedance rise. Technical services (ts) was consulted and recommended programming enhancements. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.